Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose went as high as 600 mg/dl. Customer advised the insulin pump scrolls slowly and they would like a replacement device. Customer advised there was air in the infusion set and they resolved the issue by changing out their set. Customer treated their high blood glucose via manual injection and bolus delivery through the device. Troubleshooting for keypad anomaly was performed. Customer advised there was a delay when they press the buttons. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to a flattened up button dome switch. No unlocked lcd keypad connector was noted. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive buttons. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.